Event description:
The doctor reports having used a 3-0 double-armed monocryl stratafix suture to subdermally close the skin of a patient in the procedure. The patient after a few weeks began to present dehiscence in the wound. After review, the possibility of infection was ruled out and it was decided to re-close the wound with 3-0 monocryl (not stratafix). After a few weeks, the patient presents with wound dehiscence again.

Manufacturer narrative:
The lot number was not reported so a batch review of the finished good lot and components could not be reviewed to determine if there were quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection process. Samples were not available for review. Without the finished good lot number, retained samples could not be reviewed. If samples, or additional information becomes available at a later date, the samples or information will be reviewed and added to the file and a follow-up report will be filed. Without receiving a finished good lot so manufacturing records could be reviewed, receiving sterile devices to tensile test, receiving photos of the surgical site or receiving detailed information regarding the pre-operative preparation of the devices, placement of the device in the tissue, method utilized to secure the device in the tissue as stated in the IFU, surgeon¿s experience and/or technique, the patient¿s health status and specifics, quality of the tissue, post-operative events that may have occurred that may have affected the healing of the wound, a definitive root cause for the reported event cannot be confirmed with certainty. The reporter indicated the second time the wound dehisced, 3-0 monocryl had been used. This product is not manufactured by surgical specialties. As stated in the IFU for the devices, ¿adverse events including wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abscess/leakage during or post-operative a procedure: "¿ the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. ¿ the surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. ¿ other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting." The warning in the IFU states, ¿this an absorbable material, the use of supplemental non absorbable sutures should be considered by the surgeon in the closure of sites which may undergo expansion, stretching or distention or which may require additional support.